Event description:
It was additionally reported that the lead exhibited noise. There was evidence of lead to lead interaction with another abandoned competitor lead.

Manufacturer narrative:
Concomitant medical devices: 6945-65 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead showed oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was further observation on the same case. It was indicated that there inappropriate mode switches occurring due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.